Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4) pullwire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, outside the patient, the pullwire broke when the physician went to pull it. The procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.